Event description:
It was reported that the patient's ipg was becoming loose, sitting perpendicular instead of flat, and catching on things, thus the patient's ipg had migrated. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned and the pocket revised to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient's surgical site dehisced and was advised to not place on charger on site till fully healed. Currently the patient's wound/site has healed, and the patient is able to charge.